Event description:
The reporter stated that the surgeon was inserting a aq2003v three piece silicone lens into the patient's eye and the haptic broke. The surgeon enlarged the incision to remove the lens and inserted another model lens. A suture was used to close the wound. The reporter stated that the damage to the lens occurred due to a loading error.

Manufacturer narrative:
H6: a visual inspection of the returned product shows one haptic is torn off and missing and a small tear in the optic of the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. The lens was damaged due to a loading error.